Manufacturer narrative:
(B)(4). Date sent 8/20/2024. D4 batch # unk. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a unknown procedure, they had sparks and flames from the tip of the bovie while activating energy. The handpiece being used at the time of incident was a valley lab bovie tip. The surgery team opted to change out the tip and transition to a megadyne bovie tip and decreased the setting from 40/40 to 30/30. Doctor said that the issue was resolved however mentioned the output of energy was still higher than she would have anticipated with the setting being on 30/30. It was noted that there were no adverse patient outcome reported. Case was able to be completed when they transferred to the megadyne bovie tip and decreased the settings. Biomed did run a full output verification and found nothing out of the ordinary with the generator.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2024 corrected data d7a investigation summary per service manual operational and diagnostic analysis did not confirm the reported sparks/flames or tissue effects issue. The unit passed all functional tests and is fully operational. No further investigation will be conducted on this complaint.